Event description:
It was reported that there were several stored episodes of ventricular tachycardia (vt) on this pacemaker system. Technical services (ts) analyzed device episode data and found that the pacing impedance measurements of this right ventricular (rv) lead was less than 200 ohms, which was out-of-range. Ts recommended programming changes as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.